Manufacturer narrative:
Device #1: investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Medwatch 3500a received from the user facility. This is the same event as 1043534-2009-00381. This report will be updated when the investigation is complete.

Event description:
.